Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate therapy for two episodes of atrial fibrillation (af). As a result, the patient received 2 bursts of anti-tachycardia pacing (atp) and 2 shocks. Technical services (ts) reviewed the reports with the clinician and recommended to reprogram device settings. The device remains in service. The medication for this patient was adjusted. No additional adverse patient effects were reported.